Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported another tubing set of material #10013364t snapped, but the tubing was discarded. The failure could not be verified without a sample investigation or a picture. The root cause of the separation is also unknown without a failure investigation or signs of issues from device history record. Affected set has an unknown lot. Previously impacted lots reported by customer: a device history record review for model 10013364t lot number 21109280 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013364t lot number 21119753 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013364t lot number 20095612 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013364t lot number 21069690 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013364t lot number 21069697 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd alaris¿ smartsite¿ texium¿ secondary set, a tubing component separated, which lead to chemotherapy leakage. The patient was delayed treatment. The following information was provided by the initial reporter: we had another tubing set snap leading to a chemotherapy spill.